Manufacturer narrative:
G.4. K201075; k251654 this MDR is the result of an investigation finding indicating a used catheter was returned. The customer however reports indicate that the issue was discovered prior to attempt to use. The e/f codes were not changed. Our quality engineer inspected the sample submitted for evaluation. Your report of a damaged catheter was confirmed; however, the root cause could not be determined. One 24g insyte autoguard IV catheter from lot #5287370 was provided for investigation. The sample exhibited evidence of use. A v-shaped breach was observed in the catheter tubing, which was consistent with needle puncture damage. The needle was received retracted in the shield. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insyte autoguard catheter tip damaged. Rn was placing a new pic on a patient and when rn took the cap off the catheter the tip was already sheered halfway off. The malfunctioned catheter was discarded, and a new one was obtained to place piv.